Manufacturer narrative:
D4 correction: the serial number was corrected to (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: destructive analysis identified residue in the drug flow path. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-27, additional information was received from a manufacturer representative (rep). The rep reported the medication in the pump was hydromorphone (20 mg/ml, 2.5 mg/day), bupivacaine (35 mg/ml, 4.3 mg/day), baclofen (200 mcg/ml, 25 mcg/day) and clonidine (20 mcg/ml, 2.45 mcg/day). The pump was replaced on (B)(6) 2020. The cause of the filling issue was unknown. The issue was resolved after replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of an unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that the hcp was able to aspirate from the reservoir a little; however, was unable to push anything in. It was further reported that the last time he filled the pump in february, the same issue occurred, but they were able to resolve it by injecting normal saline (ns) with a 3 ml syringe. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known / specified only). The tried this that this time, but no the issue was not resolved. They decided to take an x-ray and pictures of the pump was provided. The bellows of the reservoir was stuck on one side and expanded on the other. The pump was in the abdomen and it was confirmed the patient has not had any falls or traumas. The potential for the issue to be related to the drug was being considered. It was indicated that they were pretty certain they used a compounded drug, but they did not know what exactly was in the pump. Trying to use a smaller syringe (10 or 5 cc) with saline to push and try to rinse out the reservoir was being considered. The company representative planned to review with the hcp. They were waiting on the pump report from the office. The intent was to replace the pump next week with a 20 ml pump. It was unknown if there was any patient symptom or complication. No further patient complications have been reported as a result of this event.